Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that during an unspecified infusion the device alarmed for occlusion. The rn open the device door to observed a bulge in the silicone segment. The rn removed the tubing and replaced with new set without further issues . Although requested there was no additional event details or patient impact provided at this time.